Event description:
It was reported that the rubber seal is missing from the aseptic battery housing which can cause housing to not close completely and can lead to a sterility breach. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The technician confirmed through visual evaluation that the rubber seal was missing and the housing lid was discolored. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Based on a review of previous cases with a similar reported event, housing discoloration is due to a chemical attack. Chemical attack can occur as a result of improper sterilization practices, including improper rinsing, or use of improper concentration of a basic disinfectant. Device is placed in parts retention.